Event description:
Additional information received reported a post-operative x-ray showed the lead had moved up by 10 millimeters. Surgery was planned for the week following this report for the burr hole cover to be removed. It was planned for the lead to be 'pushed down under o arm guidance' and the burr hole cover was to be replaced. As of the date of this report patient outcome was unknown.

Event description:
It was reported that the during a stage 2 revision procedure for the implantable neurostimulator (ins), the surgeon realized that the lead component had migrated out 'a bit'. The surgeon demonstrated that with the locking cap in place, he was able to move the lead. The physician was able to move the lead back into place and reposition the locking cap. The surgeon was 'going to rely' on the cap repositioning and scar tissue to hold the lead in place. Follow up information received reported that the locking cap was properly secured and checked during the time of the revision procedure. It was confirmed that the lead was pushed back into position to the correct target and re-secured with the locking cap. The patient was reported as doing 'fine'. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 37085-60, serial # (B)(4), implanted: 2012 (B)(6), explanted: na, lead model 3389s-40, lot # va00k07, implanted: 2012 (B)(6), explanted: 2012 (B)(6), concomitant system: neurostimulator, model 37603, serial # (B)(4), implanted: 2012 (B)(6), explanted: na, extension model 37085-60, serial # (B)(4), implanted: 2012 (B)(6) explanted: na, lead model 3389s-40, lot # v879929, implanted: 2012 (B)(6), explanted: na, programmer model 37642, serial # (B)(4).